Event description:
Nidek received a complaint from the customer on (B)(6) 2015. Customer reported that during the use of rt-5100 sn (B)(4), the near point chart arm fell down and hit the doctor on the face. Nidek also confirmed that the doctor did sustain a bruise on his head near the eye due to the rod.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. The device has not been evaluated yet. However, a service engineer would conduct an on-site evaluation and perform the preventive maintenance according to the recall procedure. Nidek contacted the customer to verify the complaint about the injury and confirmed that the injury was minor, it was a small bruise. No medical or surgical intervention was required for the injury. If additional significant information is received at a later date after the evaluation, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.